Manufacturer narrative:
The hill-rom tech found the outer layer of the chest area of the mattress worn out allowing fluid ingress. He replaced with mattress revitalization kit.

Event description:
Info received indicated fluid ingress was found in the mattress.